Event description:
It was reported that the procedure was to treat a lesion located in the non-calcified, non-tortuous, ramus artery. After deployment of a non-abbott stent in the lesion, the 4.0x12 mm nc trek balloon was being used for post-dilatation of the stent. After inflation of the balloon to 14 atmospheres, the balloon would only partially deflate making it difficult to remove from the anatomy. There was no resistance reported during advancement of the balloon catheter to the lesion. There were no reported difficulties experienced during preparation of the device prior to use. The sheath, guiding catheter, guide wire and balloon catheter were removed as one unit from the patient. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the product was returned and the reported deflation difficulty was confirmed during return testing. The definitive cause of the deflation difficulty could not be determined. The reported resistance with the anatomy during retraction could not be replicated in a lab testing environment. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for deflation issue or difficult to remove reported from this lot. Based on the information reviewed and the return analysis, there is no indication of a product deficiency.